Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels because the infusion site was pulled out. Consequently, on (B)(6) 2022, he went to the emergency room where he stayed for few hours, as his highest blood glucose level was over 600 mg/dl. Subsequently, he was admitted to the intensive care unit. He had moderate ketones which his health care professional assessed as dangerous/ life threatening. During hospitalization, he was administered fluids of saline, insulin, and an unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, he was released from the hospital with no permanent damage. No further information available.